Manufacturer narrative:
Model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: 19835434/20787865, model/catalog description: avista MRI perc lead kit 74 cm.

Event description:
A report was received that the patient underwent a revision procedure as the patient had a fall. It was not confirmed if fall was device related.